Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that her insulin pump alarmed with a battery out limit and that the device will not turn on. Her blood glucose at the time of incident was 320 mg/dl. Troubleshooting was initiated for the blank display and battery out limit, and the customer received a failed battery test. The customer was advised to insert a new aaa alkaline battery as soon as possible, and to revert to a backup plan per health care provider's instructions. No products were returned for analysis, and a replacement battery cap has been shipped to the customer.